Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot numbers h10h23045 and h10b18071 with no issues noted during the manufacturing process. Root cause has been determined as poor aseptic technique. Current labeling provides ample instructions related to prevention of the suspected use error in aseptic technique. Similar reports have been received for the reported problem. The root cause investigation is in progress. This is the first of three reports associated with this event.

Event description:
The home patient (hp) (B)(6) 2010 stated that she was recovering from a fibrin issue and an infection. On (B)(6) 2010, baxter global pharmocovigilance contacted the hp's nurse and received the following information. The nurse confirmed that the hp had a break in aseptic technique and bacterial peritonitis occurred. On (B)(6) 2010, the hp presented to the clinic with abdominal pain and cloudy effluent. On the same day, the hp began treatment with unspecified intraperitoneal antibiotics but was not hospitalized. The hp was retrained on aseptic technique and the event of break in aseptic technique was considered resolved. The hp's recovery was ongoing at the time of this report. Concomitant medications were not reported. The nurse believed that the event was unrelated to dianeal therapy and that the break in aseptic technique was the cause of the bacterial peritonitis. The nurse did not provide an opinion of causality for the event of break in aseptic technique in relation to dianeal therapy.

Manufacturer narrative:
(B)(6) -- as the date of this peritonitis episode is unknown the sample was not requested. This is the first of three complaints associated with this event.